Manufacturer narrative:
Pt had nosebleed and was coughing up blood. Pt also had lupus. Pt's current health condition may affect coagulation test and may contribute to unexpected inr result. Pt had antibiotics and may interfere with coagulation test. Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. Recent test conducted on lot #246050 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 1 = 2.6, 2.8, 2.6 inr; donor 2 - nes, 2.0, 2.0 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (2.80 inr) and donor 2 (1.89 inr), respectively. No further investigation will be pursued at this time. Conclusion: pt's condition may have contributed to unexpected test results. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. As reviewed on 4/6/2011, 35 discrepant result complaints were reported for lot #246050 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller reported getting nes errors using the inratio meter. Pt has a rash and just finished a 10 day dose of doxycycline on tuesday ((B)(6) 2011). Recently added methotrexate and cysporin (bi-monthly injection for lupus/arthritis). Pt reported that she had a nose bleed about a week ago, and was coughing up blood back in (B)(6) 2010.